Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with another boston scientific crt-d for normal elective replacement indicator (eri) battery status. Upon reciept, engineering calculations determined that this device did not meet expected longevity predictions as described in device labeling.